Event description:
Thoratec email confirmed thrombus surrounding inlet bearing ball,albeit no anomalies were observed that would have contributed. Also,"white depositions" were situated near the rotor outlet bearing cup and theoutlet bearing ball: undetermined origi.